Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 21-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 the healthcare provider reported that the patient¿s prior pump flipped causing the catheter to kink. No further complications were reported regarding the event.